Manufacturer narrative:
B5 - corrected to : " the reporter indicated that a 12.6mm, vicm5 12.6, -09.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was explanted due to patient discomfort on (B)(6) 2023. This resolved the problem. Reportedly, patient had continuously complained of foreign body sensation of eyes." D6b - corrected to: 10-feb-2023 in the initial MDR. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5 12.6, -09.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was explanted due to patient discomfort on (B)(6) 2023. This resolved the problem. Reportedly, patient had continuously complained of foreign body sensation of eyes.

Manufacturer narrative:
Claim# (B)(4).